Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During lead displacement procedure, signs of an early pocket infection were noticed. The device was explanted and successfully replaced. The patient was in stable condition.